Event description:
The presence of air bubbles in the cartridge was reported 4 times during august-september 2010 despite attempts by family members to rectify the problem through improved cartridge filling techniques. It was reported that the family borrowed a loaner pump for 5 days and the patient wore it without air bubble development. It was stated that on occasions the patient experienced non-specific values 'in teens and twenties (mmol/l). There was no medical intervention for these blood glucose values that were reported to be excursions from the patient's normal values.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time.